Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted. The device would not stay at its programmed rate and would stay at the magnet rate for no reason. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).